Event description:
After transferring pt onto the apollo carrier, pt began to push the carrier from the front. While she was pushing the carrier, the chair and pt fell off the carrier and landed on the floor.